Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device had multiple motor stalls and recoveries on (B)(6) 2011. The stalls and recoveries were confirmed by the event logs. The pump was set to minimum rate mode and the patient was placed on po meds. It was planned to replace the pump. The drug in the pump at the time of the event was lioresal 500mcg/ml delivered at 90mcg/day. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.